Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough info was provided from the account for further investigation. Investigation has been completed based on current info. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) implant surgery, the patient saw very satisfactorily during the first days after surgery, but in subsequent visits after approx three weeks, the surgeon observed an accumulation of cells in the peripheral anterior of capsular bag. It did not affect the patient's vision; however, the surgeon considered that if the spread of cells continued, the vision could be affected. Yag laser was performed. Add'l info has been requested.